Manufacturer narrative:
Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent flickering image. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the distorted image is likely due to fluid invasion inside the scope-connector. The most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had the monitor shows a distorted image. The event occurred during inspection for use. There were no reports of patient involvement.